Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead exhibited high capture threshold and high impedance. The lead was not used and a new lead was implanted with normal electrical measurements. The patient was in good condition post procedure.